Event description:
Reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Patient has been revised to address alval / soft tissue reaction attributed to the cup and the head.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl- left; reason(s) for revision: unknown. Update received: 25th october 2013 - added reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient. For right side see (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780 superseded by mdd CAPA-(B)(4). Addendum added 10 jul 2017. The complaint was reopened as additional information received. Added product record for the stem and facility name. No further actions identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.